Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation check, battery and impedance issue were observed on the device. The device battery and impedance significantly decreased when it was moved from cold to calm temperature. There was no patient involved.

Manufacturer narrative:
Additional information: d10 the reported field event of high battery impedance was confirmed in the laboratory. The local temperature was 6 celsius degree. The device was soaked at the same temperature, and high cell impedance was reproduced. The device was tested on the bench, and no anomalies were found. The cell impedance was within normal range.